Manufacturer narrative:
A field service engineer was dispatched to the customer site. A planned maintenance was performed and the vacuum pump oil and catalytic converter were replaced to resolve the odor/smells issue. Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), and trending by problem code. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending of the odor/smells issue was reviewed for the past six months and no significant trend was observed. No functional analysis was performed as the parts were not available for return. The assignable cause of the odor/smells is the catalytic converter and the vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. A planned maintenance was performed and the vacuum pump and catalytic converter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of a ¿slight smell of oil¿ emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.